Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that the representative turned the ins on for the first time today and were going through the charging demonstration with the patient but kept seeing "poor recharge quality". The representative tried a new battery pack and different recharger but were still seeing the same message. They performed an antenna locate to check for the ins location nd with the antenna off the ins values were 68 (both high and low) and when over the ins the values were 71 (with low of 68 and high of 72). The representative indicated that the controller found the ins and they saw the same "poor recharge quality" message. The patient was 1 week post-op and they noted that they could palpate the borders of the ins easily but it might be possible that there was some swelling. The patient was implanted less than 2 cm per. The representative planned on meeting the patient on (B)(6) 2019 to see if the issue was resolved. Additional information as received from the manufacturer representative on (B)(6) 2019 reporting the patient was unable to get any connection and the controller showed "try again." The implantable neurostimulator (ins) was currently at 40% charge and was palpable by both the patient and nurse. On (B)(6) 2019 a second patient controller was used with the same results. Additional information was received from the manufacturer representative on (B)(6) 2019 that an x-ray was performed and showed the ins was completely perpendicular to the surface. A revision procedure would be performed to address the event.